Manufacturer narrative:
Product analysis: screen freezing and unresponsiveness could not be confirmed or reproduced. It was confirmed that the stylus was out of calibration and unable to be calibrated. Software was reconfigured and reloaded to resolve the issue. The device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display froze and became unresponsive, then the programmer shut itself off. It was further reported that the programmer stylus was out of calibration, and when calibration was attempted, the programmer shut off and restarted. The programmer was returned for service. No patient complications have been reported as a result of this event.